Event description:
Customer had low blood glucose that resulted in a car accident. Paramedics were called and took her to the hospital where doctor suggested removing the insulin pump. Customer suffered a broken back and hand. Troubleshooting was performed and found customer bolused one unit of insulin. Reviewing the prime history again found that customer bolused two units of insulin. Also, found that pump was delivering insulin properly.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.